Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third firing in a laparoscopic sleeve procedure, the stapler fired and locked down on the stomach. It was re-fired through to get the stapler to open after trying a few other things. No patient injury.